Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the geometry movement fault. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device's c-arm was unable to move. The device was in clinical use at the time the issue occurred. There was no patient or user harm. Philips has started an investigation of this complaint.